Manufacturer narrative:
(B)(6) customer did not provide any additional information or documented instrument access. No blood sample or testing product was returned to the immucor laboratory for any testing.

Event description:
On (B)(6) 2016, a customer site in europe ((B)(6)) reported an unexpected negative antibody screen when tested on a galileo echo instrument.